Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The console was evaluated by zoll service at the customer site. The customer's report of the smoke and a burning smell coming from the thermogard console (sn (B)(4) was not confirmed during the functional testing. However, the defective right rear bracket noted during the functional testing was likely the source of the smoke and a burning smell reported by the customer, likely attributed to a defective component. No physical damage was observed during visual inspection. The event log showed no significant issues. During functional testing, a power-on self-test could not be performed as the console could not be powered on. The root cause was determined to be a defective right relay rear bracket, likely attributed to a defective component. The defective right rear bracket was replaced to restore the power to the console. During further testing, the console failed the electrical safety test as the current exceeded normal parameters, unrelated to the reported complaint. The left rear bracket was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the ivtm therapy, the smoke and a burning smell were noted coming from the thermograd console (sn (B)(4).the specifics of the alternative therapy were not disclosed. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The console was evaluated by zoll service at the customer site. The customer's report of the smoke and a burning smell coming from the thermogard console (sn tgxp12556) was not confirmed during the functional testing. However, the defective right rear bracket and power cable were observed during the functional testing and visual inspection. An electrical short circuit caused by liquid spillage likely due to user mishandling was possibly the source of the smoke and a burning smell reported by the customer. During visual inspection observed the power module and power cable with signs of corroded contacts, sparkling, and burned plastic. The event log showed no significant issues. During functional testing, a power-on self-test could not be performed as the console could not be powered on. The root cause was determined to be a defective right relay rear bracket, likely attributed to a saline exposure. The defective right rear bracket was replaced to restore the power to the console. During further testing, the console failed the electrical safety test as the current exceeded normal parameters, unrelated to the reported complaint. The left rear bracket was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6). H10, correction based on the additional investigation.